Event description:
Implanted port-a-cath for chemo treatments and was unable to administer treatment because of the catheter. Patient complained of not feeling well before therapy started and contacted surgeon to check port and noticed the catheter was migrating out of place.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Spontaneous migration of the catheter tip is a known, documented complication of totally implantable venous access ports and is listed in the instructions for use "spontaneous catheter tip malposition or retraction".